Event description:
It was reported that the customer had a low threshold suspend alarm on her insulin pump. The customer's blood glucose level was 80 mg/dl. Customer got the enlite sensor with the 530g pump and has had this issue many times. Customer put a new sensor in this morning and got his calibration at 100 mg/dl. Then, a little bit after, his pump was giving him a low threshold suspend alarm. Customer tried to calibrate in an attempt to adjust the sensor, but it is still saying low threshold suspend. Customer does not exhibit symptoms of low blood glucose levels. Customer's sensor glucose reading was 47 mg/dl and suspend threshold limit was 60 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).